Event description:
The customer reported being hospitalized for low blood glucose. Troubleshooting was performed and the basal rates and settings in the insulin pump were correct. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.